Manufacturer narrative:
N/a

Event description:
The following has been reported: broken turned on, screen was backlit but no text appeared.disassemebled to take out screen and replace with new one. Reassembled and turned on, screen worked with text appearing.used partner to calibrate dates on pump reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the display been replaced, that solved the issue. However, despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. The root cause of the reported issue could be linked to a defective display but based on available information this cannot be confirmed. If further information are provided later on, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as not confirmed. The trend is normal. The reported risk is lower, compared to the estimated risk for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.